Event description:
Intra-oral x-ray unit, with a 3 tubehead selector switch on the control, malfunctioned. The control would fire 2 tubeheads at the same time causing an accidental radiation to occur in the second operatory.